Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was "worn and excessively damaged" and difficult to read. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support.